Manufacturer narrative:
The following sections could not be completed with the limited information provided. Dob - ni. Weight-ni. Expiration date ¿ na. Date implanted ¿ na. Date explanted ¿ na.

Event description:
It has been reported that the provisional fractured during the trialing process of a knee arthroplasty.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device found that the central post feature had completely fractured off from the main body of the device. Some small fragments were not returned. Device history record (DHR) was reviewed and no discrepancies were found. Per the IFU that is associated with the device, "repeated processing according to these instructions has minimal effect on zimmer reusable manual instruments. End of life is normally determined by wear and damage due to use." The package insert also states that breakage can occur if the instruments subjected to high loads or impactions. However, based upon the state and relative age of the device, a definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the provisional fractured during the trialing process of a knee arthroplasty. No pieces were retained, and no injury to the patient was reported. No further information has been provided.